Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger was cracked. During run and flow testing and check size calibration, reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced size pot as a preventative measure. Replaced barrel clamp guide as some contamination was noticed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device does not recognize syringe error. No patient injury was reported.